Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that the lancing device cap was missing from the onetouch ultramini system kit. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that she noticed the product was missing on (B)(6) 2015 at 1:00pm. The patient informed the csr that she manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported that immediately after the alleged issue occurred, she developed symptoms of feeling ¿shaky, hungry and clammy¿. At the onset of her symptoms, the patient claimed she treated herself with food and drink. The patient claimed she did not perform blood glucose tests on any other device. During troubleshooting, the csr educated the patient on the correct contents of her meter kit and was able to confirm that there was no missing lancing device cap. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged product issue began.